Event description:
On (B)(6) 2012, the lay user/patient's spouse contacted lifescan (lfs) alleging the patient's onetouch ultra2 meter was meter was reading inaccurately low. The complaint was classified based on the customer care advocate's (cca) documentation. The reporter claimed, the alleged issue began on (B)(6) 2012 at approximately 6am. The reporter/patient could not recall the reading obtained on the subject device, but felt the reading was low as compared to her normal readings/feelings. The patient reportedly manages her diabetes with metformin pills, unknown dose and in response to the alleged issue; she ate less food at 6am. The reporter claimed that approximately 5 minutes after testing the patient developed symptoms of "feeling faint and thirsty." Despite her symptoms no form of medical intervention was given. At the time of troubleshooting, the cca noted that the subject test strips were in good condition. A control solution test was not performed because the patient did not have any control solution available. Replacement products were sent to the patient and subject products are pending return for investigation. This complaint is being reported because, the patient reportedly obtained an inaccurate low result on the subject meter and later developed symptoms suggestive of severe hyperglycemia after the alleged meter issue began.